Event description:
A cartridge alarm 20 was reported by the customer, with a recorded blood glucose level of 211 mg/dl, which was not exceeding critical limits. The issue did not occur during the loading process, and the customer had not previously reported similar alarms. Technical support assisted the customer in reloading the cartridge, ensuring that the proper loading technique was followed. The customer was able to successfully load a cartridge and resume insulin therapy, resolving the issue.